Event description:
This serious spontaneous case, manufacturer control number (B)(4) is an initial report from spain received on (B)(6) 2025 from a pharmacy through angelini spain (ang-es25-108-ps). This case report concerns a female patient (age not reported), who applied thermacare neck shoulder wrist 8 hour (batch: ga1402s; expiry date: unknown) use for pain. Concomitant medication(s): unknown. Medical history included: unknown on (B)(6) 2025, after thermacare neck shoulder wrist 8 hour initiation, the patient experienced burn and blisters. The consumer reported that she suffered burns and blisters on her neck when using the product. After contact by phone with the reporter from angelini spain pharmacovigilance department, she reported that she, the pharmacist herself, had been affected. She had used two patches from the same batch (ga1402s) in the previous days without any incidents, and when she used this one (also batch ga1402s), after wearing it for about 4 hours while she was working, she noticed burning. She removed the patch and a short time later saw that blisters had formed in her neck. The consumer reported that she is now recovering. Thermacare neck shoulder wrist 8 hour was discontinued. Outcome: burn: recovering/resolving, blisters: recovering/resolving. Angelini medical assessment: the pi of thermacare neck shoulder wrist mentions that burn and blister could be adverse events of this medical device. Dechallenge was positive and rechallenge was unknown. Temporal association of the adverse events and the use of the device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder wrist and the reported adverse events was considered as probable. The overall assessment for this case is serious/labeled/probable. The anticipated date of the next report is (B)(6) 2026.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Manufacturer narrative:
Angelin s.p.a. Provided bridges consumer healthcare additional information on 18-dec-2025. Angelini s.p.a. Received additional information on 11-dec-2025. The report is as follows: investigation report received on 11/dec/2025 from qa department. Complaint number (B)(4). A 36-month trend analysis has been conducted. The trend analysis returned a total of 28 complaints for nsw 8hr products during the period (B)(6) 2022 to (B)(6) 2025 for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The ppm for this complaint is 0.75 ppm, which is within the control limit for this subclass and product type. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare nsw 8hr products. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn listed in the hazard analysis -(B)(4). There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. All materials used in the production of this batch were inspected and released by quality control before being released for use. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). During the investigation of this complaint rpt-000097160 was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the event of burn and blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare neck shoulder wrist mentions that burn and blister could be adverse events of this medical device. Dechallenge was positive and rechallenge was unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder wrist and the reported adverse events was considered as probable. Batch ga1402 is the only batch within the scope of this investigation. The device history record, manufacturing electronic system records, retain samples, thermal results, raw materials and trending were evaluated. There were three wrap attribute defects recorded during the production of the batch. There were no additional quality issues identified during the production of the batch. No retain evaluation is required for this complaint as no defect was reported. A visual inspection of the product would not be beneficial as a consumer experiencing burns can't be detected by reviewing the wrap. The complaint was evaluated to identify a potential trend for the batch and subclass. The evaluation of the batch history shows this is the first complaint for the subclass adverse event safety request for investigation. On the basis of this evaluation, a trend does not exist for this batch. The complaint was evaluated to identify a potential trend for the subclass and product type. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. There is not a trend identified for the subclass of adverse event safety request for investigation thermacare nsw 8hr product. There is no further action required. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attribute and variable quality checks associated with this batch indicate that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 degrees c to 41.9 degrees c) per nsw 8hr. The most probable root cause cannot be identified.